Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown, UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined, that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for bilateral femoral shaft fractures. The surgeon inserted the nail using the driving head, but the proximal part of the nail interfered with under the lesser trochanter, and the nail could not be inserted any further. Therefore, the surgeon decided to remove the nail once and ream the medullary cavity again. During nail removal, there was strong resistance. So the surgeon added a guide lot and tried to remove the nail. But the threaded part on the tip of the driving head broke off, with the broken part remaining inside the insertion handle. The surgeon took off the insertion handle and removed the nail by an extracting screw. After reaming the medullary cavity to a diameter of 14.5 mm to under the lesser trochanter, the nail was successfully reinserted without interference. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for an unk: nail. This is report 3 of 4 for (B)(4).